Event description:
It was reported that air bubbles were seen in the cartridge. Customer experienced blood glucose level of 483 mg/dL, and suspected cause was unknown despite inspection of infusion site, cannula, and tubing showing no visible issues. Customer administered a correction dose using pump, followed technical support guidance to inspect equipment, was educated about removing air bubbles from tubing to ensure proper insulin delivery.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.